Event description:
It was reported that a failed accuracy 8.4% was experienced during testing. No patient injury.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device missing a sticker seal and upper back label. There was no evidence of the error recorded in the event history log. The reported problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The expulsor was previously trimmed. The investigation found fluid ingression on the chassis base, which damaged the expulsor gasket. Inaccurate delivery was noted as the cause of the reported problem as the device was out of specification. For corrective action the expulsor assembly was replaced to meet the manufacturing specifications for accuracy. The root cause of reported problem was unknown. Product is beyond 20 years from manufacture date of 2002-07 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous 6 years and there was no indication of a service issue during the investigation. D4: model number: 6400.